Manufacturer narrative:
As reported via a voluntary medwatch, a palmaz genesis 6 x 29 stent mounted on an 80 cm. Slalom stent delivery system (sds) was placed in the celiac artery due to acute chronic mesenteric ischemia. Nine (9) days later, the patient was re-admitted due to severe abdominal pain. The stent was noted to be fractured on computerized tomography angiography (cta) with distal embolization of the downstream stent fragment. The patient was also noted to have a splenic infarct and pancreatitis on that re-admission. Additional information received indicated that the patient is a (B)(6) male at the time of implantation ((B)(6) 2015) with a medical history of: diabetes mellitus (dm), hypertension (htn), hyperlipidemia, chronic mesenteric ischemia due to high grade celiac artery stenosis and chronic superior mesenteric artery (sma) occlusion. The target lesion was the celiac artery. The lesion was reported to be: ostial, a seventy percent (70%) stenosis of mixed calcified and non-calcified plaque. There was no reported difficulty deploying the stent. The stent was deployed at six atmospheres (6 atm.) Of pressure. Intravascular ultrasound (ivus) was not done post-deployment. The stent was post-dilated at six atmospheres (6 atm.) Of pressure for fifteen seconds (15 sec.) With a non-cordis balloon catheter (bc). There were no reported procedural problems during the patient's index procedure. The patient was discharged on procedure day two with resolution of pain. The patient was re-admitted in ten days with recurrent abdominal pain and was found to have a fractured stent with migration on computerized tomography (CT) with a splenic infarction. The patient was discharged on aspirin (asa) with a follow-up scheduled in one month. The patient was transferred to an outside facility for further treatment, including angiography and surgery. No additional information is available.the product was not returned for analysis. A device history record (DHR) review of lot 16010016 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported "stent fractured/separated-in patient" could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of an ostial lesion of mixed calcification and non-calcification, with a rate of stenosis of 70% may have contributed to the reported event. According to the IFU (instructions for use) "the safety and effectiveness of the palmaz genesis transhepatic biliary stent on slalom 0.018" delivery system for use in the vascular system have not been established." Extrinsic dynamic forces that can possibly lead to strut fatigue and fracture of the stents, including compression, torsion, and expansion can predispose stents to fracture. Stent fractures have been observed in segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and high rate of stenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. Reference: journal of vascular surgery volume 49, issue 3, (B)(6) 2009, pages 645-652. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information received indicated that ivus was done during the index procedure and was normal. Images were received. Cc updated: as reported via a voluntary medwatch, a palmaz genesis 6 x 29 stent mounted on an 80 cm. Slalom stent delivery system (sds) was placed in the celiac artery due to acute chronic mesenteric ischemia. Nine (9) days later, the patient was re-admitted due to severe abdominal pain. The stent was noted to be fractured on computerized tomography angiography (cta) with distal embolization of the downstream stent fragment. The patient was also noted to have a splenic infarct and pancreatitis on that re-admission. Additional information received indicated that the patient is a (B)(6) male at the time of implantation ((B)(6) 2015) with a medical history of: diabetes mellitus (dm), hypertension (htn), hyperlipidemia, chronic mesenteric ischemia due to high grade celiac artery stenosis and chronic superior mesenteric artery (sma) occlusion. The target lesion was the celiac artery. The lesion was reported to be: ostial, a seventy percent (70%) stenosis of mixed calcified and non-calcified plaque. There was no reported difficulty deploying the stent. The stent was deployed at six atmospheres (6 atm.) Of pressure. Intravascular ultrasound (ivus) was not done post-deployment. The stent was post-dilated at six atmospheres (6 atm.) Of pressure for fifteen seconds (15 sec.) With a non-cordis balloon catheter (bc). There were no reported procedural problems during the patient¿s index procedure. The patient was discharged on procedure day two with resolution of pain. The patient was re-admitted in ten days with recurrent abdominal pain and was found to have a fractured stent with migration on computerized tomography (CT) with a splenic infarction. The patient was discharged on aspirin (asa) with a follow-up scheduled in one month. The patient was transferred to an outside facility for further treatment, including angiography and surgery. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 16010016 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Pictures were provided from the procedure, however the presence of a stent fracture was not conclusive. The reported ¿stent fractured/separated-in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of an ostial lesion of mixed calcification and non-calcification, with a rate of stenosis of 70% may have contributed to the reported event. According to the IFU (instructions for use) ¿the safety and effectiveness of the palmaz genesis transhepatic biliary stent on slalom 0.018¿ delivery system for use in the vascular system have not been established.¿ extrinsic dynamic forces that can possibly lead to strut fatigue and fracture of the stents, including compression, torsion, and expansion can predispose stents to fracture. Stent fractures have been observed in segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and high rate of stenosis. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. Reference: journal of vascular surgery volume 49, issue 3, march 2009, pages 645-652. The DHR, the procedural pictures and the information available do not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. (B)(4).

Event description:
As reported via a voluntary medwatch (mw5055897), a palmaz genesis 6 x 29 stent mounted on an 80 cm. Slalom stent delivery system (sds) was placed in the celiac artery due to acute chronic mesenteric ischemia. Nine (9) days later, the patient was re-admitted due to severe abdominal pain. The stent was noted to be fractured on computerized tomography angiography (cta) with distal embolization of the downstream stent fragment. The patient was also noted to have a splenic infarct and pancreatitis on that re-admission. Additional information has been requested.